Event description:
The intra-aortic balloon was inserted into the pt on 5/26/98 at 9:09 a.m. And removed on 5/27/98 at 11:00 a.m. The intra-aortic balloon did not malfunction. The pt had severe bleeding and a transfusion was required. The intra-aortic balloon was not returned to datascope. (Event complications: severe bleeding/transfusion required - ) reported 7/14/98. (Pt's current status: discharged - reported 7/14/98.)